Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: lockdown, omnipod 5 software app version: 1.0.91, operating system: data not available, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2023, while the patient was in qatar, she experienced increasing blood glucose levels and began developing symptoms including dizziness and vomiting. The duration of pod wear was not specified. However, the patient noted that the cannula did not appear properly inserted into the skin. The patient noted that her blood glucose levels rose above 400 mg/dl, prompting transport to the emergency room (ER). The patient was diagnosed with hyperglycemia and remained under observation for approximately 24 hours, with discharge from the ER occurring on (B)(6) 2023.